Event description:
A customer contacted beckman coulter (bec) reporting 20 - 30 mls of fluid leaking from the white blood cell (wbc) bath in the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The instrument generated wbc and hemoglobin (hgb) background failures along with wbc voteouts. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was not dispatched for this event. The fse contacted the customer via telephone and assisted the customer in reseating the wbc bath which resolved the issue. Failure mode of the leak is related to the wbc bath not seated properly. The instrument generated wbc and hgb background failures along with wbc voteouts alerting the customer of an instrument problem. (B)(4).